Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a coyote fc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Returned product consisted of a coyote es balloon catheter. The shaft, balloon and tip were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The shaft was buckled at the proximal markerband. The tip was damage and pulled into the balloon. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 4mm proximal of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a coyote fc balloon catheter. No patient complications nor injuries were reported.